Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens in the pt's right eye. Lens tore as the surgeon attempted to position the lens in the eye. Lens was removed with no pt injury. The incision was not enlarged and no suture used. Backup lens implanted. Cause of lens tear was due to surgeon technique. No product malfunction.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4). Results - visual inspection of the returned product found the optic and haptic are torn. Missing pieces on both haptics and piece of optic is torn off and missing. Lens was returned in liquid. Conclusions - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to surgeon technique. (B)(4).